Event description:
Customer reported that the insulin pump turned off. She stated that she changed the battery but that it was still blank. The blood glucose reading was 123 mg/dl. Customer stated that the contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. Customer was advised to clean the battery contacts and reinsert the battery and stated that the display did return. She stated that the insulin pump had not been dropped, bumped, or exposed to moisture. It was found that the pump had alarmed for battery out limit before going blank. Customer was assisted in resetting the date and time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.